Manufacturer narrative:
Continued from section e3: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report of difficulty deploying bands. A functional test could not be performed due to the condition of the returned device. The trigger cord attached to the barrel with one band, loading catheter, irrigation adapter and two-way handle were included in the return. The two-way handle was returned in the two-way position. The knot on the end of the trigger cord was not seated properly in the groove of the handle. The trigger cord was broken/cut in one location approximately 102 cm from the distal end which prevented a functional test. The handle was returned in the firing position. A visual examination of the trigger cord was performed. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The cut portion of the trigger cord was put next to the rest of the cord and the distance between knots was measured which is within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the mbl string subassembly contains a nonconformance that could potentially be related to difficulty deploying bands. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. An evaluation of the returned device showed that the knot on the trigger cord was not seated properly in the groove of the handle. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated in hole or handle will not function properly." This is a likely cause for the reported observation. Responses to additional questions indicated that the device was used on varices that were small in size. The instructions for use advise the user: "band ligation may not be effective when applied to small varices." This is a likely cause for the reported observation. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. The patient was ligated for bleeding varices last month. He was rescoped and an additional three varices were visualized. The bands were loaded and on deployment, refused to fire. On inspection, the line [trigger cord] appeared frayed and jammed deployment. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The subassembly device history record for the mbl string subassembly does contains a nonconformance that could potentially be related to difficulty deploying bands. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Responses to additional questions indicated that the device was used on varices that were small in size. The instructions for use advise the user: "band ligation may not be effective when applied to small varices." This is a likely cause for the reported observation. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. The patient was ligated for bleeding varices last month. He was rescoped and an additional three varices were visualized. The bands were loaded and on deployment, refused to fire. On inspection, the line [trigger cord] appeared frayed and jammed deployment. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence